Manufacturer narrative:
The lead has been returned for analysis. A follow up report will be sent when analysis is complete.

Event description:
It was reported prior to implant when measuring the lead it was noted the tip of the lead was bent. The lead was not implanted due to the bend.

Manufacturer narrative:
Analysis of the lead model 3389s-40, lot # v503895 showed that the distal end was bent new out of the box. The proximal end was intact and undamaged. The outer insulation was intact and the conductors were undamaged. The continuity was acceptable and no shorts were seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
See also manufacturer's report # 6000153-2012-00053.